Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
There is no allegation of malfunction against the device. The device serial number was reported in error.